Event description:
It was reported that during patient use, the ventilator auto trigger activated but the airway pressure did not increase. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). At the forced ventilation, the airway pressure increased but when the trigger was activated, it didn't exceed 2cmh2o. A test lung was connected and the reported condition was duplicated. The exhalation valve calibration didn't pass. After repair, the calibration passed, and the device performed per manufacturer's specifications.

Manufacturer narrative:
(B)(4). The pump assembly and main printed circuit board (pcb) were returned for evaluation. The service engineer evaluated the parts and could not verify the reported complaint. The pump and board were each placed into a test ventilator and operated individually and then as a set with no malfunctions noted. The device passed all tests and calibrations and operated per manufacture¿s specification. A third party service provider replaced the pump assembly and the pcb.